Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The pt has had knee pain since her original operation. Radiographically, the tibia looked loose on both the x-ray and the bone scan. The femur was well fixed. Upon removal, there was minimal bone ingrowth on the porous baseplate with fibrous tissue surrounding the keel.